Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation as a cassette only. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak and clear passage testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. This occurred during cycle four of five of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported one of the solution bags connected to the amia cassette leaked from the connection port and the table was wet; this led to the alarm. Renal therapy services assisted the patient in ending therapy session and advised to contact their nurse regarding the issue. The patient would continue therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.